Manufacturer narrative:
H4: the lot was manufactured between june 24, 2022 ¿ june 27, 2022. H11: the device was received for evaluation containing an unspecified volume of fluid in the bladder. During visual inspection evidence of a leak (backflow) from the fill port was observed when the fill port cap was opened. The back flow was due to seven tiny glass fragments between 0.04 to 0.09 square mm in size, stuck under the checkband. The reported condition was verified. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The cause of the condition could not be determined; however, the most likely cause was due to the user¿s filling technique. Glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the coil cap. The leak occurred after the "configuration was completed" prior to patient use. There was no patient involvement. No additional information is available.